Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:performance data collected from the device was received and analyzed.analysis of the device memory indicated o versensing associated with the right ventricular lead. There were 13 non-sustained tachycardia episodes with v-v intervals <(> <<)>220 ms from (B)(6) 2015. The analysis of the device also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Starting (B)(6) 2015 the right ventricular pace impedance varies between less than 100 ohms and out of range high. Additionally, the impedance trend on the rv (right ventricular) pacing lead was variable. The rv pace impedance was intermittently out of range high. Furthermore, there was oversensing due to non-physiologic signals/sic (sensing integrity counter). There was an average of 144 ventricular sensing integrity counter (sic) a day over the last 155 days (22500 total). (B)(4).

Event description:
It was reported that at a device check, there were high sensing integrity counter (sic), high right ventricular (rv) lead impedance and many non-sustained ventricular events consistent with artifact. It was noted that there was a possible fracture. The patient was admitted to the hospital to be monitored and the device detections were deactivated. The rv lead was turned off and a lead revision was planned. The rv lead was later extracted in several pieces and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured.